Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the reservoir would not lock in place and would fall all the time. The customer's blood glucose was 325 mg/dl at the time of incident. The customer stated that the o-ring fell from the reservoir compartment as well. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The arrow buttons did not respond due to an unlocked lcd keypad connector. The buttons responded after locking the lcd keypad connector. The pump passed the idle current test. Unable to perform the run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, or displacement tests due to the button keypad anomaly. The pump had minor scratches on the display window, a missing reservoir tube o-ring and a broken off reservoir tube lip. The reservoir tube lip was completely broken off and the test reservoir could not lock/click in place.